Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a no delivery alarm even after set change. Customer's blood glucose was 14 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The pump was received with intermittent esc and act button response due to a flattened button dome switch. No button error alarm was noted during testing. The lcd keypad connector was not found unlocked during visual inspection. The pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.